Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator does not ventilate. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced gde ass'y, reset serial number and model. Passed all tests. Vent is operational and meets OEM specs.